Event description:
Complainant alleged that while attempting to pace a (B)(6)year-old female patient, the device did not have pacer output. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was subjected to full functional testing including pacing at minimum and maximum settings while bench handling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.